Event description:
It was reported that the ankle restraint was missing the clasp/buckle and would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the ankle restraint was missing the clasp/buckle and would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.